Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that capture threshold of the ventricular leadless pacemaker (vlp) had risen which depleted the battery quicker than expected. The patient was asymptomatic. The output of the vlp was increased. The patient left the clinic in stable condition.